Event description:
It was reported that the patient experienced discomfort around the site where the cables connected to the tails of the trial leads. The physician adjusted the placement, and the patient was doing well. Sometime that morning, patient woke up with a fever and was admitted in the hospital. The patient had a staph infection at the insertion site of the needles. The patient had a lead pull. Additional information was received that the infection turned septic and the patient spent four days in the intensive care unit (ICU). It was noted that the infection was not related to the device itself, but could be linked to the moving part of the bandage where the cable connectors were adjusted. The patient had since been discharged, completed the prescribed antibiotics, and is on the mend.

Event description:
It was reported that the patient experienced discomfort around the site where the cables connected to the tails of the trial leads. The physician adjusted the placement, and the patient was doing well. Sometime that morning, patient woke up with a fever and was admitted in the hospital. The patient had a staph infection at the insertion site of the needles. The patient had a lead pull.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc231650e0, model : sc-2316-50e, serial: (B)(4), batch: (B)(4).